Event description:
Same case as manufacturing report 6000093-2005-00831 it was reported that following a coronary drug eluting stenting treatment procedure the pt experienced a mild degree of thrombocytopenia and a mild exacerbation of chronic leukopenia. In april 2005 two taxus express2 drug eluting stents were placed, sizes 3 x 20 mm and 2.5 x 20 mm, in an unknown vessel(s). The pt's oncologist reported that a mild degree of thrombocytopenia and a mild exacerbation of chronic leukopenia were "observed since pt underwent stenting." Multiple attempts to gather more information regarding this event were unsuccessful.

Event description:
Additional information from the hcp reports the patient experienced groin hematoma at an unknown time following the stenting procedure. The event required a blood transfusion as treatment. The patient is currently "doing well clinically" and the hematoma has resolved.